Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns had air bubbles and leakage. The following information was provided by the initial reporter: it was reported that during the arterial sampling, the blood does not rise as usual but there is a draught with bubbles. I have to aspirate to get the blood, which normally does not happen. - the problem is that when I withdraw the needle there is blood dripping from the syringe, which is really not usual nor hygienic. - also, the tip of the syringe, which usually fits the opti cassette perfectly, is now too thin, so the syringe doesn't fit well on the cassette.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0286461: d.4. Medical device expiration date: na, h.4. Device manufacture date: 10/12/2020. D.4. Medical device lot #: 0167848: d.4. Medical device expiration date: na, h.4. Device manufacture date: 6/15/2020. H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 0286461 and 0167848. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns had air bubbles and leakage. The following information was provided by the initial reporter: it was reported that during the arterial sampling, the blood does not rise as usual but there is a draught with bubbles. I have to aspirate to get the blood, which normally does not happen. The problem is that when I withdraw the needle there is blood dripping from the syringe, which is really not usual nor hygienic. Also, the tip of the syringe, which usually fits the opti cassette perfectly, is now too thin, so the syringe doesn't fit well on the cassette.